Event description:
Replacement pumps sent out and there are allegedly big chunks out of the ram and both are allegedly leaking fluid. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model 9099p, serial number/date code (B)(4) was approximately 9 months old at the time of the incident. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.